Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. The battery was replaced with a known good battery to retrieve the receiver download. A review of the receiver log was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.